Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. The customer stated that insulin did not exit the tubing. During troubleshooting, the customer was able to get insulin to exit the tubing with no alarm. The customer also reported that the insulin pump had gone into threshold suspend, but was able to clear that alert. Blood glucose level at the time of the incident was 455 mg/dl. The customer was advised that the insulin pump was working as designed and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.